Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article abstract entitled, ¿acute intrapelvic cup migration: advantages of adyuvant stoppa approach for implant removal/reconstruction. A case report¿ by murcia-asensio antonioa, et al, published by journal of orthopaedics (2017), vol. 14, pp. 336-339, was reviewed. The purpose of this article is to present the case of a (B)(6) female patient who underwent acetabular reconstruction during revision surgery. A (B)(6) female patient was implanted with a total hip arthroplasty to treat a femoral neck fracture caused by a fall. The patient had a history of cva, gait instability, walking difficulty, depression, and osteoarthritis. The patient¿s preoperative medication regimen included: daily aspirin therapy, lorazepam, escitalopram, simvastatin, and valsartan. The tha components used were a corail femoral stem, a corail dual mobility cup/ polyethylene combination, and a ceramic 28-mm +8.5-mm femoral head. The cup was cemented with unknown cement. The authors note that the patient had postoperative mental disorientation that caused a difficulty to properly comply with postoperative rest protocol. During a routine follow-up radiologic study, the authors discovered a migrated cup, a comminuted fracture of the acetabulum, medial displacement of the lamina quadrilateral, a hemitransverse posterior fracture, and medial displacement of intrapelvic structures (bowel loops and cecum). During revision surgery, severe bone loss of the acetabulum was confirmed. The cup had migrated beyond the ilio-ischial line and was in the abdominal cavity causing a life-threatening displacement of the bowel loop and cecum. The cup, liner, and head were revised to competitor products during a two-stage revision. There were no reported product problems with the revised liner and femoral head. The stem was well-fixed and left in situ. Captured in this complaint: corail dual mobility cup: implant migration. Acetabular liner: no reported product problem. Femoral head: no reported product problem. Patient harms: abdominal injury, medical device site erosion, fracture post-op, medical device removal, surgical intervention. The adverse events were not attributed to the polyethylene liner and femoral head. These devices were revised due to the need to reconstruct the acetabulum. Therefore, the liner and head are not reportable. " cva, cognitive defects, gait instability, use of a walker, osteoarthritis, previous fall, femoral neck fracture, depression, limb asymmetry. Preoperative medications: lorazepam, aspirin, simvastatin, valsartan, escitalopram.